Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital for cardiac arrest. Upon interrogation of the device, an alert for high voltage circuit damage was observed. When reviewing the electrograms, a vt episode was noted and atp was delivered while charging then showed 30 j shock, but there did not appear to be any response. Subsequent re-detections of the vt were noted. Prior to the high energy delivery the hv lead impedance was stable and within normal ranges however, at the time of the shock it was measured to be less than 10 ohms. It was also noted that the bipolar sensing portion was originally measuring about 400 ohms, but after the shock it fell to about 150 ohms. Four separate episodes were noted and after an attempted shock, the rhythm appeared to degrade into vf. The patient was unconscious and received external defibrillation therapy. The patient was admitted to the ICU, an angiogram was performed and patient was induced into a coma and hypothermia. The patent was in stable condition with a normally paced rhythm, and remaining in a coma with intubation. It was alter reported that the patient had expired after life support was removed.

Manufacturer narrative:
No conclusion code available; the reported hv output circuit damage was confirmed in the laboratory. The device was tested on the bench and the hv output transistors were found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can during delivery of hv therapy into a low impedance load.